Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). On the day of the report, it was noted that remaining battery life was at 15%. However, two months prior, the remaining battery life was at 44%. It was also noted that the device alerted the clinic of a battery depletion (bd) error. Technical services (ts) confirmed through a data analysis the device's power consumption has been gradually increasing. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). On the day of the report, it was noted that remaining battery life was at 15%. However, two months prior, the remaining battery life was at 44%. It was also noted that the device alerted the clinic of a battery depletion (bd) error. Technical services (ts) confirmed through a data analysis the device's power consumption has been gradually increasing. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.